Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. "The infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
The user facility reported a 70-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support due to patient decompensating after an impella cp was removed. While on support, the patient had access site bleeding. Heparin was withheld. Multiple blood products were given. Sandbags were placed and coagulation products were provided. The patient's white blood cell count was trending down and an antibiotic was given to the patient. It is unknown if the patient's infection was due to the impella. The patient remains on impella 5.5 support.

Manufacturer narrative:
D.4 catalog number, lot number, expiration date and UDI number were incorrect on the previously submitted manufacture device report (MDR). These section has been updated. H.3 manufacture device date was incorrect on the previously MDR. It has been updated.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue, infection, and access site bleeding. The pump was not returned for investigation. Data logs show several low alarms for placement signal without noted abnormalities in 5s optical signal parameters. Bleeding and discrepancies in the optical signal were reported during the case run. The cause of the access site bleeding issue was high patient act values, based on given clinical details. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. Necessary evidence has not been provided, the root cause of the infection cannot be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B2 updated to death. B5 updated to include death and placement signal issue description. H1 updated to death. H6 updated to include death and placement signal issue coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-09543 d6a / d6b updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank on the initial report. G1 reporting contact email and reporting contact fax number updated.

Event description:
The complainant also reported that the optical sensor placement signal was not matching with the arterial line during the whole time patient was on support. Care was eventually withdrawn, and the patient expired.